Event description:
Pt is status post total hip replacement on 10/29/97 who fell off stepstool on 12/4/98 sustaining a distal femur fracture below the total hip implant. On 12/5/98, pt underwent an open reduction & internal fixation of the femur. On 1/15/99 six weeks status post open reduction & internal fixation pt reported stepping on foot and feeling spongy sensation", with right leg shorter than the left. X-ray revealed broken blade plate at middle of plate and right femur periprosthetic fracture. She underwent another open reduction & internal fixation of fracture with inter condylar bone graft.